Event description:
The customer stated that the axsym analyzer has been generating discrepant patient results for the axsym toxo-igg assay. Samples from more than one patient were involved in this issue; however, results from only one patient were provided by the customer as an example. An initial reactive result of 71.8 iu/ml from this patient was repeated in duplicate as non-reactive at 1.6 iu/ml and reactive at 83.0 iu/ml. None of the discrepant results were reported out of the lab, and there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Device not returned, retained kit testing met all specifications. An investigation was conducted in response to the complaint. Since the patient samples involved in the incident were not available for investigation and the lot number of the axsym toxo igg reagent (ln 9k08-20) was not provided, a reagent lot number of 77092hn00 which has been shipped to france and a retained material of axsym toxo igg reagent (stored at abbott laboratories) were investigated. This lot was tested with axsym toxo igg calibrators and controls on two instruments with 30 replicates of negative and positive controls. All calibrations were valid and all control values were within the axsym toxo igg package insert specifications and there was no indication that the axsym toxo igg reagent lot number 77092hn00 displays an unusual performance. A review of the complaint and manufacturing records for this lot did not identify any problem related to this issue. The product operations manual listed the probable causes and corrective actions for erratic/discrepant results and/or imprecision. The root cause of this issue is still unclear since no returned materials were received. The customer was referred to the sample handling and mixing procedures in the operators manual. Based on the investigation results, no malfunction was identified related to the investigated lot.

Manufacturer narrative:
(B) (4) (B) (4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. H3 other text : an investigation is in process

Event description:
It has been reported that the bed was not properly receiving power. No adverse consequences were reported.